Manufacturer narrative:
The device has not been returned to service; therefore customer¿s reported problem cannot be confirmed. A review of the device history record for sn (B)(4) was performed from 09/20/2019 to 07/23/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
During servicing we identified a faulty pressure sensor which constitutes a reportable malfunction. There was no patient involvement.